Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. The pump was unable to verify for pump rewind anomaly, motor error alarm, or motor position encoder error alarm due to blank display. The pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of motor error and compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 201 mg/dl. The customer stated that he had his pump on stop of a table and knocked it into the pool. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.